Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for non-cardiac reasons. The patient developed a ventricular tachycardia. Upon attempting to deliver manual therapy, telemetry was lost with the implantable cardioverter defibrillator. After re-establishing telemetry, a shock was delivered which failed to convert the patient. The patient¿s rhythm eventually converted following fluid intake. The patient was reported to be fine following the episode.